Event description:
Additional information showed the autopsy confirmed the patient committed suicide. No further details were available.

Event description:
An unexpected patient death was reported. The patient was found deceased in a forest in (B)(6). The patient had a history of depression; however, at an appointment just before (B)(6), the patient was happy with her therapy. The depression was mentioned together with her stimulation therapy. The cause of death and date of death were unknown. The physician did not have reason to suspect malfunction of the implantable neurostimulator (ins). It was unclear when the ins was implanted as two implant dates were reported: (B)(6) 2011. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Implantable neurostimulator: model 37601, serial# (B)(4), implanted: unk, explanted: unk. Exact date of death was unknown. (B)(4).